Event description:
It was reported that the touchpen (stylus) of the programmer was out of calibration. Technical services assisted in calibrating the touchpen, using the calibration application. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the programmer stylus was off. The overlay bezel assembly was replaced and the stylus was calibrated. Product ID: 2067 radiofrequency head.